Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar device is. Eval on-going at mfg site.

Event description:
Country of complaint: (B)(6). Thread in cassette is breaking.